Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The cpu board was returned for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the cpu board into a fi ventilator to duplicate the reported issue. During the unit testing the cpu board was installed in the fi test ventilator and the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 443 kohms. Fault was found on this returned cpu board and the customer complaint was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported to philips that the "backup alarm failed" alarm occurred. The device was not in use at the time of the event. There was no report of patient or user harm, and no delay to patient care, or therapy.

Manufacturer narrative:
G4:22dec2020 b4:(B)(6)2020 the reported issue was unable to be confirmed by an operational check performed by the service technician. Since the occurrence of the backup alarm failed error was confirmed in the error record, the service technician replaced the cpu board to prevent a recurrence. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.